Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to pain around the implant site and headache with device use. There are no plans to reimplant the patient with a new device as of the date of this report.